Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) (B)(4). Dosage form - powder. Strength (B)(4) active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pc (B)(4) medical records ad (B)(6) 2021 were reviewed (B)(6) 2021. On (B)(6) 2017, the patient had a right knee arthroplasty to address advanced osteoarthritis of the right knee. Depuy components, including depuy patella and depuy cement x3 were used during this procedure. On (B)(6) 2019, the patient had a revision of femoral and tibial components to address prosthetic loosening of the right total knee. The indications for surgery included pain. Competitor components, including competitor cement were used during this procedure. The tibial component was noted to be grossly loose at the cement/implant interface as it had no adherence of any cement on it. The femoral component and patella were noted to be well-fixed. The femoral component, insert, and tibial tray were revised. The patella remained in-situ. Doi: (B)(6) 2017 dor: (B)(6) 2019 (right knee).